Event description:
Healthcare professional reported "left breast tissue expander was quite a bit softer than it had been", "the volume seemed to have decreased", "ruptured left breast tissue expander", and "some serous fluid within the tissue expander and it was noted to have failed at a posterior seam of the 2 piece shell, at about the 1 o'clock position when viewed anteriorly". Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). In response to FDA report number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and seroma.